Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction. The doctor inserted the teflon sheath via the patient's femoral artery. During the iab insertion the doctor met with difficulty due to the patient's tortuous vessel, nevertheless, the iab was inserted. Soon after the iab was placed, the user looked at the ap (arterial pressure) waveforms and found that the ap waveforms had disappeared. The pump alarmed indicating fos (fiberoptix sensor) issues. The user did not remember specific type of alarm it was. As a result, the iab was removed with the teflon sheath as one unit and another iab was inserted via the same insertion site. The second iab was used successfully with no fos issues. There was no reported patient death or injury. There was a delay in iabp therapy for 10 minutes. The patient outcome is good.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.